Event description:
It was reported there was an increase in lead threshold from implant. It was further reported that a chest xray was performed and a position change of the lead was observed. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).